Event description:
It was reported that the journey fem impl impactor is broken. It is unknown if this was noticed during surgery or not; therefore, patient involvement has not been confirmed. Upon investigation, it was found that the head of the impactor has broken from the rest of the device.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The head of the impactor has broken from the rest of it, rendering the device inoperative. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.